Event description:
It was reported that about 2 years ago, the patient had a dye study done. The health care provider couldn't aspirate and pushed dye through anyway and bolused her way up. It was reported the patient ended up feeling "miserable." The health care provider indicated that the dye study was normal; there was no catheter issue. It was reported that over the years, the patient had "ridiculously" high doses but still complained of being stiff. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # n102389030, implanted on: (B)(6) 2007, explanted on: (B)(6) 2012; (B)(4).